Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that cardiac arrest and death. An opticross¿ imaging catheter was selected for use. After the procedure with the intravascular ultrasound (ivus), the physician started working on a calcified lesion. Suddenly, the patient went into cardiac arrest followed by death.